Manufacturer narrative:
Device evaluated by MFR.: the device synergy xd mr ous 2.25 x 12mm stent delivery system was returned for analysis. Visual and tactile inspection found multiple hypotube kinks. No issues were identified with the outer / mid-shaft sections or the inner lumen of the device. Microscopic analysis noted that the stent struts were partially expanded. The balloon appeared to have been subjected to positive pressure as the proximal and distal balloon folds were partially inflated however there was no damage observed to the balloon material. A microscopic examination of the proximal and distal markerbands identified no damage and the bumper tip showed no signs of distal tip damage. There was no section of the stent left undamaged therefore it was not possible to take a reading of the crimped stent outer diameter. It was confirmed that at the time of manufacturing the result was within max crimped stent profile measurement. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 08jul2025. It was reported that stent damage occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified distal left circumflex artery. A 2.25 x 12mm synergy xd drug-eluting stent was selected for use. During insertion of the stent, resistance was felt, and stent strut deformation was noted. The device was removed together with the catheter and the procedure was completed with a different device. No patient complications were reported. It was further reported that when releasing the air during preparation or connecting the indeflator, pressure was applied to the system balloon, causing both ends of the stent to expand slightly. Returned device analysis revealed a partially expanded stent.